Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and that the patient experienced diaphragmatic stimulation. A lead revision procedure was performed, and the physician explanted this lead and implanted a new lv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.